Manufacturer narrative:
(B)(4). Review of device manufacturing and sterilization history confirmed device met pre-release specifications. The device was not returned. Therefore, direct product analysis was not possible.

Event description:
It was reported that on (B)(6) 2016, a revision procedure was performed. During the procedure, the existing graft was explanted, leaving behind a small section of the graft at the arterial and venous anastomoses. The fep ringed gore-tex® stretch vascular graft with removable rings was sewn to the small remaining sections of the previously implanted graft. The procedure ended with good results. On (B)(6) 2016, the patient presented with seroma and a graft infection. The gore-tex® vascular graft had also become exposed through the patient's skin. The gore-tex® vascular graft was cultured by the user facility; test was reported as positive with three different organisms. Through conservative therapy including a wound vacuum, the patient has reportedly healed. The revision was in the patient's leg, from femoral to popliteal artery.